Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿the needle is not intended to go all the way in, so do not force it.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there were air bubbles in the tubing. The customer primed the tubing to remove the air. Additionally, it was reported that the needle inserted all the way into the septum and the customer exerted more force onto the plunger to fill the cartridge. The customer loaded a new cartridge to address the event and resumed insulin delivery. The customer's blood glucose level was 248 mg/dl and the bg level would be addressed with a bolus via the pump.